Manufacturer narrative:
Upon investigation, it was determined that the preventive maintenance on water filters was never performed accordance to the three month schedule clearly stated in the user's manual that is issued with every device. It was also found that the filters in the unit were non-OEM recommended filters and one was improperly installed which crushed the o-rings. Cu performed preventive maintenance and performed sterilization procedures on the filter housing. Proper OEM filters were installed. The facility users were re-trained on filter maintenance and preventive maintenance.

Event description:
Possible patient infection with a waterborne microorganism who subsequently died after transfer to another facility.